Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a blood collection set. The customer reports that the nurse used the butterfly and activated the safety and she thought she heard it click, but when she went to throw it in the sharps container, she was stuck. The butterfly needle was at the edge of the sharps container and was retrieved. Upon investigation the butterfly, the metal end that should have covered the needle when the safety was activated was missing. Standard post bloodborne pathogen/needle-stick exposure follow-up was conducted.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway, upon completion the results will be forwarded.